Event description:
A malfunction alarm identified as "malf 9" was reported by the customer, with no significant events occurring prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the customer with the reset, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the issue reappeared.